Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). Functional analysis was performed, and the device passed pressure accuracy testing. In addition, the technician verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. The technician could not duplicate the reported 110b "proximal pressure sensor autozero failed" error from the service. The suspect da pcba operated on the standard test best (stb) without any issues. No fault was found. Although requested, the defective solenoid valves were not received at this time. A supplemental report will be submitted if the additional replaced parts are received and evaluated.

Event description:
Philips received a complaint on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) evaluated the device, ran the device in normal settings, and discovered that a 110b "proximal pressure sensor autozero failed" error occurred. The asp reviewed the event log and service manual and found that the solenoid valves and data acquisition (da) printed circuit board assembly (pcba) needed to be replaced. The asp followed the service manual procedure for replacing the solenoid valves and da pcba, and after successfully installing the replacement parts, the asp verified that the issue was resolved. The investigation concludes that no further action is required at this time.